Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic left hemihepatectomy, the device could not fire on the second step with ec60a and the surgeon could not open the jaw. The knife reverse button could not work, finally the surgeon cut off the tissue around the jaw and removed the device, the suture was used to oversew. The patient's condition is currently stable. No additional information could be provided.